Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error twice, on different days. The caller stated that the first time the alarm occurred during the priming process and they were able to clear the alarm and restart the device. The second time the alarm occurred the day of the phone call, an hour after the infusion set was changed. The customer's blood glucose was 500 mg/dl. The caller declined troubleshooting for the high blood glucose. The customer does not use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.